Event description:
It was reported a tear in rectum during an elevate procedure. It was repaired during surgical procedure. Add'l info indicates that the bowel was injured during the procedure, it was repaired and resolved.